Event description:
The customer reported that she was hospitalized due to high blood glucose levels and pneumonia. The reported blood glucose reading was 1857 mg/dl. The customer only called to get brochures on congestive heart failure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.